Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue; the nurse call cable fits securely in the nurse call receptacle. However, the nurse call receptacle's housing is loose and as a result when the nurse call cable is plugged into the receptacle and the cable is moved the nurse call light toggles on and off. The posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed , documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the nurse call receptacle on the alarm does not hold a secure fit with the nurse call cable. Customer did not provide when the issue was found, the date of event or patient information. No patient incident or injury was reported.